Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure observed during analysis. Upon receipt, alerts for shorted output stage detection (sosd) and over current detection (ocd) were noted during device interrogation. The cause was due to output circuit damage.